Manufacturer narrative:
The customer confirmed that the scope was reprocessed prior to returning it to olympus. Additionally, the customer confirmed that there was play of the forceps elevator wire which restricted complete movement of the elevator, and as a result they were unable to inadequately brush around the forceps elevator during the device reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the foreign material and dirty glue were present because of play in the forceps elevator wire; as a result, the forceps elevator could not be moved properly and it's likely the distal end was insufficiently cleaned. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a therapeutic endoscopic retrograde cholangiopancreatography stent removal procedure. The issue occurred at the beginning of the procedure when no patient was involved. The procedure was completed with no delay using the same device. The device was returned to olympus for the device evaluation and it was found that the glue at the distal end was dirty. This report is being submitted for the foreign material on the forceps elevator, as well as the dirty glue at the distal end.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a yellowish/brown foreign material on the forceps elevator, the forceps elevator wire function was not smooth due to dirt deposition on the forceps elevator wire, the grip was sticky, the connecting tube had a wrinkle and a scratch, the nozzle had a dent, the adhesive on the bending over section was detached, the universal cord had a dent, and the forceps elevator did not raise / fall smoothly (skipping). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope, while using accessories, the forceps elevator would skip and not operate properly. The issue was found during preparation for use. Inspection and testing of the returned device found a yellowish/brown foreign material on the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.